Event description:
An incorrect platelet result was obtained from an ac t 5 diff cp instrument. The incorrect platelet result was 253,000 cells/ul. Sample was restested on a different automated cell counter and a platelet result 59,000 cell/ul was obtained. The repeated result was reported out of the lab. Based on the information provided by the customer, there was no change to patient treatment that can be attributed to this event.